Event description:
It was reported that during the use of the device for a surgical procedure, the roller pump was noisy. There was a two minute delay to assess the roller pump. The device was not changed out, as the pump was used to finish the case. There was no loss of blood associated with this incident. There was no harm observed or reported, associated with this event. The surgical procedure (heart transplant) was completed, as scheduled. Per the clinical review on (B)(6) 2013: in this incident the arterial roller pump of system-1 had to be changed out in the 1st minutes of cpb. The replacement pump was found to be noisy after cpb was re-initiated. The cv surgical team waited a couple of minutes before proceeding with cooling of the patient and proceeding with the surgical repair; to gain comfort this pump was fully functional and able to adequately support the patient. The procedure was completed successfully and no harm was observed. The delay was estimated to be two (2) minutes as the noisy pump was assessed.

Manufacturer narrative:
This was a replacement pump for the unit noted on MDR #1828100-2013-01008. This noise issue was found during the clinical review of that complaint.